Event description:
Additional information reported perioperative antibiotics were administered. The patient experienced fever and pain. It was indicated there was no infection and no meningitis.

Event description:
It was reported the patient was seen in the clinic on (B)(6) 2013. The patient experienced a major headache, chronic left upper extremity, neck and back pain and right hand numbness. The neck pain was sharp and nagging in nature and exacerbated with flexion and activity. The back and neck pain were improved with her medication. In the past week the patient experienced an exacerbation that felt like ¿her legs were being pulled like a very strong charlie horse this radiated all the way up to her mid back with the same feeling. It also felt numbing.¿ it started on tuesday morning and then progressed to (B)(6). It felt better to move around and worse with sittings. The patient called an ambulance because the pain was so bad they could not drive. The patient presented to the emergency department. A CT scan was performed and the patient was ¿loaded¿ up with medications. The patient had a blood stream infection. As of thursday the pain in the legs was gone but she still has back pain that is constant stabbing back pain over her paravertebral muscles. It was relieved with lying down and pain medicine and was worse with activity. The pump was delivering hydromorphine and clonidine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).